Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure of the spine, it was observed that the motor device was surging in and out. It was reported that the speeds were changing up and down on their own for the first three to five minutes, and then it would clear up. It was reported that this event had been occurring for the previous two months. It was reported that there was no delay due to the event and there was no spare device available for use. The same device was used throughout and the procedure was successfully completed. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.